Manufacturer narrative:
A philips field service engineer (fse) went to customer site and found that the speaker connector contact was poor. The fse cleaned and reconnected the contacts on the speaker connector inside the system. The fse confirmed normal operation of the device. A good faith effort (gfe) was made to obtain the information about the device audio. In response, it was identified that the device was working in companion mode and only producing speaker error inop. The investigation concludes that no further action is required at this time.

Event description:
It was reported that a speaker malfunction occurred. The device was in use on a patient at the time of the event. There was no adverse event reported.